Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the biopsy channel of the subject device tested positive for pseudomonas aeruginosa 2 cfu / channel and the suction channel of the subject device tested positive for pseudomonas aeruginosa 1 cfu / channel . The subject device had been reprocessed with wassenburg, a non olympus automated endoscope reprocessor model, using peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the suction channel of the subject device tested positive for micrococcaceae (1 cfu/ endoscope) and the air/water channel of the subject device tested positive for staphylococcus coagulase negative (1 cfu/ endoscope). The result of the additional microbiological testing by a third party laboratory satisfied the french guideline. The exact cause of the reported phenomenon could not be conclusively determined.